Manufacturer narrative:
Review of the log files from AED serial number identified that it was manufactured in september 2008 and was placed in service in december of that year. The AED entered service with dbp-2800 battery pack serial number (B)(6). On 9/24/15, battery low warnings were reported during a weekly automated self-test and continued. On 9/28/15 dbp-2800 battery pack serial number (B)(6) was installed. On 9/27/23, battery low warnings were reported during a battery pack self-test and continued. On 10/02/23, dbp-1400 battery pack serial number (B)(6) was installed, and the AED history was downloaded. The results of the AED log files did not identify a failure of the speaker. However, based on the results of the investigation the distributor was notified that dbp-2800 battery packs serial number (B)(6) and (B)(6) should be removed from service and disposed of properly, and due to it age, the distributor was notified that AED 112005788 should be removed from service.

Event description:
An international distributor reported a customer's AED that would not make sound. The distributor reported that they had to use one of their batteries to power on the AED as the one that came from the customer would not work. They reported that this did not occur during patient use.